Manufacturer narrative:
Belt (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient developed a skin irritation which was being treated by the patient's physician. Follow up indicated that the rash was improving.